Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot pass incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes, the cable connecting ECG "a" and the front therapy electrode, and the cable connecting ECG "c" and "d" were pulled from the strain relief, damaging wires in the cables. The root cause for the strained cables was excessive force. There is no indication at this time that the defective electrode belt caused or contributed to the patient's death.

Event description:
During servicing of an electrode belt which was returned for investigation into a patient's death, a reportable device malfunction was found. The electrode belt sn (B)(4) failed incoming functionality testing. There is no indication that the device malfunction caused or contributed to the patient's death as the device was not active at the time of death.